Event description:
It was reported that a home patient (hp) touched the exposed end of their transfer set while disconnecting and reconnecting from the homechoice (hc) pro device. This occurred during dwell 4 of 5 of peritoneal dialysis (pd) therapy. The technical service representative (tsr) assisted the hp in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to use aseptic technique to reduce the chance of infection: when you connect yourself to the cycler. It warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.